Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant information. The starclose se instructions for use (IFU) state: "note: do not advance the thumb advancer against excessive resistance."

Event description:
Device malfunction: difficult to deploy-thumb advancer, failure to deploy-clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, thumb advancer deployment was completed against resistance and the clip did not deploy. The safety release slider was activated releasing the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.